Event description:
Received a radiofrequency microneedling treatment from (B)(6). Following the treatment I noticed substantial vascular problems in the treated areas including the loss of ability to sweat, persistent burning, inability to tolerate sunlight, dry eyes, red eyes, itching, zapping sensation, sagging and visible fat loss. Areas where the provider treated included brow area, forehead, under-eye, cheeks, jawline and neck.